Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument could not move correctly. There was a broken cable in the wrist. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.